Event description:
Material no: 328521, batch no: 9119568. It was reported that before use of the relion® insulin syringe 2 syringe were missing the needle and 3rd syringe, needle hub separated. The following information was provided by the initial reporter: 2 syringe with needle missing 3rd syringe, needle hub separated. Purchased package on friday, 2019-08-23. All 3 issues happened the same day.

Manufacturer narrative:
H.6. Investigation: customer returned photos of a 3/10cc, 8mm, 30g syringe with the poly bag from lot # 8295943. Customer states that the hub detached when the shield was removed. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA#1122103 was been opened on 16 aug 2019 to address this issue.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 328521, batch no: 9119568. It was reported that before use of the relion® insulin syringe 2 syringe were missing the needle and 3rd syringe, needle hub separated. The following information was provided by the initial reporter: 2 syringe with needle missing 3rd syringe, needle hub separated. Purchased package on friday, (B)(6) 2019. All 3 issues happened the same day.